Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient had a stroke and needed an MRI. Nevro attempted to obtain a medical assessment regarding the stroke but was unsuccessful. There have been no reports of further complications regarding this event.